Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient underwent a revision surgery due to loosening/lysis, the implanted ascend stem and humeral head along with another manufacturers glenoid component were removed and replaced. No further patient complications have been reported.